Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump housing. The remaining distal end of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic. The patient had pain around the driveline site. There was no drainage from the exit site, but slightly tender to touch. A computed tomography scan showed small fluid collection close to the exit site. The patient was admitted to the hospital. The patient was put on IV (intravenous) antibiotics of vancomycin and cefepime. The patient's blood cultures were negative. The patient had a low grade fever of 100, driveline site without visible drainage and swab of site done with result of staph. Labs were all within normal limits. The ventricular assist device (vad) parameters were within normal limits and the vad was functioning as intended. It was reported that the patient received a heart transplant on (B)(6) 2021.